Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(4). Maquet cardiopulmonary gmbh was received the product back for investigation in the laboratory of manufacturer. The sample could not be completely investigated. Based on that it was forwarded to supplier. Sample was visually inspected and leakage test was performed on the blood side. According to investigation report: the visual inspection by naked eye does not show any conspicuousness. Leakage test showed a broken fiber. The production data are within the specifications. The reported failure could be confirmed. Possible cause: high pressure or flow during priming or preprocessing. Sap trend search was performed (component bc, failure code functionality & leakage codes)which came to following results: 3 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,02%, which is below than 1%. Due to this information no systemic issue could be determined. Device history record was reviewed. No abnormality was found. The flow information during filtration is in the range according to the IFU. However no pressure information could be obtained. Based on this possible cause of the failure could be pressure peaks and no exact cause could be determined. Since the product investigation confirms that no device failure, complaint cannot be confirmed. Issue is not product related. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review, determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #(B)(4), customer ref.: #(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: "after the priming, the customer filled the device with rbc and started the filtration. During the filtration with the flow rate 100 ml/min, it was observed the blood leakage from the filtrate port. Replacement was used to continue the procedure. No adverse effects on the patient." (B)(4).